Event description:
It was reported that a spectrum pump's run/stop button acts like it is being constantly pressed. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but could not reproduce that the run/stop button acted as if it was being constantly pressed. Keypad malfunctions were obvious during the prod eval. The following keys are inoperable: ok, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. This failure mode does not provide any user opportunities select care area, enter delivery parameters, or start an infusion. When any of the remaining functional keys are pressed an automatic output of the run/stop key will occur following the selected key's function. When the pump is power cycled it will then display "interface diable pump is configured for pic diagnostic mode". No actions can be performed at this screen other than powering down the pump. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.